Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 1 device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by corrosion and damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was reportedly exhibited bur wobble and overheated. There was no patient involvement; no patient impact.